Event description:
It was reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos was evaluated and reseated. The system configuration was reloaded. The system was tested and found to be working as intended and returned to service.